Event description:
It was reported that during central processing, there was a protrusion of the wire between the jaws of the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "when cleaning, a protrusion of wire was seen between the mouth." Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure. No images or video were submitted for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot#n10210225 0411) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.